Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.5, lab: 3.0. No therapeutic range provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with label results provided by end-user at time complaint was filled: date: (B)(6) 2012, inratio: 1.5, reference: 3.0, mean: 2.25, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 275626 on (B)(4) 2012. Results as follows: donor 204, inratio: 3.8, inratio: 3.7, inratio: 4.1, ref: 3.48, bias threshold: 2.48 - 4.48, %cv: 5.39. Donor 205: 2.8, 2.8, 2.7, 2.50, 150 - 3.50, 2.09. (B)(4). No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.